Event description:
During cardiopulmonary bypass, one of the roller pumps gave an indication that it was no longer communicating with the central control monitor. Local control of the pump remained available through controls and displays on the pump itself. There were no adverse consequences to the patient as a result of this event.